Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was receiving fentanyl (concentration 300 mcg/ml, dose 35 mcg/ml [the logs provided indicated that the fentanyl dose was 34.97 mcg/day.]) For spinal pain. Shortly after (B)(6) 2016 the patient complained that the personal therapy manager was not working (not giving bolus) and giving error code 8476. The patient went to the physician office to have the pump logs read and it was noted that multiple stalls had been occurring since (B)(6) 2016. According to the logs provided, a recovery was noted on (B)(6) 2016 00:40. Pump stalled on same day again 00:49, recovered 06:47, stalled again 07:08, recovered 18:54, on (B)(6) 2016, the pump stalled 01:16, recovered 02:04, stalled again 03:02, recovered (B)(6) 2016 06:54. On (B)(6) 2016 the pump stalled 13:21, recovered 14:04, stalled again 14:45, recovered (B)(6) 2016 07:54, stalled again 13:44, recovered (B)(6) 2016 04:04, stalled again 08:40, recovered (B)(6) 2016 15:30, stalled again 16:15, recovered 22:38 stalled again (B)(6) 2016 05:47. The infusion rate was changed to minimum rate and the physician's office was contacted to set up a surgery date for replacement, the physician's office was to notify the manufacturer of the replacement date. At the time of this report, the issue was not resolved. The patient status was alive - no injury.

Manufacturer narrative:
Other applicable components are: product ID: 8781, serial# (B)(4), product type: catheter. Product ID: 8780, serial# (B)(4), product type: catheter. Analysis of the pump found over-infusion, undetermined root cause. Analysis found the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). The pump was received with 37 ml of fluid in the pump reservoir. The pump was at the minimum rate infusion mode. The patient activated (pa) dosing was once active. The pump logs indicated multiple motor stall and motor stall recoveries along with "stopped pump period may exceed tube set" the pump failed dispense accuracy testing.

Event description:
Additional information received from the healthcare provider (hcp). It was noted that the patient had a full rotor stall without any significant successful pain control. The patient was doing worse and needed a pain removal. It was initially thought that the patient would need an intrathecal catheter placement as they had a rotor stall. The physician planned to fix whatever was wrong and that possibly included a catheter placement. The patient had no complaints of "fever, infection, white count, or any other issues." On (B)(6) 2016 a surgical intervention occurred. Preoperative diagnoses included: non-functional right pain pump with motor stall, post-laminectomy syndrome, and chronic medically refractory pain. The pump and partial catheter were explanted due to an infection. Please see (see manufacturing report #3004209178-2016-07222 for report regarding infection) procedures included: right pain pump removal, partial removal of pain pump catheter to gluteal region. During the procedure the physician did move the "catheter quite yet and then had to open up the right gluteal incision" after the physician confirmed previous surgery (see manufacturing report # 3004209178-2016-03301 for report regarding patient's surgery in (B)(6)) that they had catheter going into the right gluteal pocket and connected to the spinal segment. The physician tried to free up the catheter the best he could. He removed the catheter coming toward the anterior side without significant difficult. At that point in time, the physician felt like ligating the catheter, versus going into the patient's posterior spine. The physician cut that catheter, doubled it over and tied it with a 2-0 silk tie and doubled over again and tied with another 2-0 silk tie and that seemed to stop any leak out of the catheter. The patient's boluses were denied due to the motor stalls. The cause of the motor stalls was unknown.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed .

Event description:
Additional information from the manufacturing representative indicated that the pump replacement was scheduled for (B)(6) 2016 due to the motor stall. On 2016-03-02 information was received from the health care professional via the manufacturing representative. It was noted that the patient complained of hearing her pump constantly alarming, the alarm started shortly after the patient's surgery in early february (see manufacturing report # 3004209178-2016-03301 for report regarding patient's surgery in (B)(6)), when it was interrogated by the physician, it was discovered that the pump had a motor stall. The pump was explanted and replaced with a new pump on (B)(6) 2016 (as previously indicated). The issue was noted to have been resolved and patient status was alive ¿ no injury. The patient¿s pump was noted to be delivering fentanyl (concentration 300mcg/ml, dose 1.83 mcg/day). According to the returned paperwork logs, the motor stall recovered on (B)(6) 2016 at 15:01, then stalled at 15:46, recovered 22:09. Stalled on (B)(6) 2016 at 05:18. An active audible alarm was silenced on (B)(6) 2016 at 13:30. A recovery was noted on (B)(6) 2016 at 15:23. A stall was noted on (B)(6) 2016 at 06:00, stopped pump period may exceed tube set on (B)(6) 2016 at 06:00 and recovery at 13:49. The pump stalled again on (B)(6) 2016 at 01:26, stopped pump period may exceed tube set on (B)(6) 2016 at 01:26 and recovery on (B)(6) 2016 at 08:04. Stall occurred on (B)(6) 2016 at 09:45, recovery on (B)(6) 2016 at 01:13. Stalled again on (B)(6) 2016 at 17:22, recovered on (B)(6) 2016 at 04:15. Stalled again on (B)(6) 2016 at 11:26, recovered on (B)(6) 2016 at 01:58, stalled again on (B)(6) 2016 at 04:02.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product(s): product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial# (B)(4), product type: catheter. Regarding analysis the pump was subjected to over-infusion (oi) CAPA testing. No further oi CAPA testing is required per the CAPA team. The return product analysis (rpa) finished out the destructive analysis. No new/additional anomalies were found during destructive analysis. Analysis is complete and current analysis coding will remain unchanged. The previously applied conclusion code is not applicable. The previously applied conclusion code remains applicable regarding the pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.